Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient-s anticoagulation status (act at >250 seconds) during the procedure. Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. According to the mayo clinic, some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors and or patient factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As per literature received from japan, "lve thrombosis and arterial embolism in a cancer patient after transcatheter aortic valve replacement", valve thrombosis and arterial embolism occurred post procedure. An (B)(6) man with a history of metastatic pancreatic cancer, permanent af and tavr due to symptomatic severe as was referred to the reporting hospital because of pain in the right upper and lower limbs during exercise. The patient had undergone tavr with a 26-mm sapien 3 valve 2 years earlier (date unknown). On physical examination, the right upper and lower extremities were pale with weak pulses. Contrast-enhanced computed tomography (CT) was performed, revealing reduced contrast enhancement of the right subclavian artery compared with that of the right common carotid artery, indicating an occlusion of the right subclavian artery. In addition, a filling defect was detected in the right popliteal artery. Furthermore, thrombi were found in two out of three bioprosthetic leaflets with a diameter of approximately 10 mm. Transthoracic and transesophageal echocardiography showed reduced leaflet motion of the bioprosthetic valve and an increased mean pressure gradient (mpg) across the aortic valve (av) of 26.3 mmhg with a peak velocity of 3.4 m/s, compared with those at baseline after tavr with an av mpg of 8.0 mmhg and a peak velocity of 2.14 m/s, which suggested clinical valve thrombosis. In addition, a thrombus was observed in the la appendage. Collectively, the patient was diagnosed with arterial embolism in the right upper and lower extremities and clinical valve thrombosis. The patient electively underwent successful fogarty balloon catheter embolectomy to the right subclavian artery and percutaneous transluminal angioplasty to the right popliteal artery. Histological assessment revealed that surgically removed thrombi were rich in fibrin and red blood cells, which provided supportive evidence for embolic events in this case. The patient received warfarin monotherapy with a target international normalized ratio range of 2.0-3.0. After 5 months of follow-up, transthoracic echocardiography showed that an av mpg was decreased to 6.6 mmhg with a peak velocity of 1.7 m/s.